Event description:
It was reported by service report that the foldable head section will not lock in the up position. No patient involvement or adverse consequences are reported.

Manufacturer narrative:
Bent release crossbar.